Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2022. On (B)(6) 2022, the patient was not feeling well (no specific symptoms provided). The cgm was showing 365 mg/dl so he took insulin. The patient¿s friend requested that he pick him up. The patient left the house about 30 minutes after taking the insulin; he was feeling worse but made it to the friend¿s location. He pulled over and passed out. It is not known how long after the insulin dose this occurred. His friend called for an ambulance. The cgm was showing 265 mg/dl. When the ambulance arrived, they checked his cgm which showed approximately 248 mg/dl and checked his bg which was approximately 30 mg/dl. The paramedics gave him glucose and he regained consciousness. At the time of the report later the same day he was doing okay. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the e zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.